Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional additionally reported "particles in valve". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion white particle inside device .leak test was performed and found opening on anterior . A microscopic analysis was performed which identify crease sharp opening on the anterior . A the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed to a fold flaw opening.